Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting difficulties while removing the cover of sterile implant packages. These issues are not limited to a certain implant type.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : examination of the returned device confirmed the reported event. No evidence was found indicating product error was a contributing factor. The device was manufactured on 07-jan-2020. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 960015, work order (B)(4) was manufactured 07-jan-2020. (B)(4) parts manufactured per specification and all raw materials met specification. (B)(4) part was scrapped from this lot. There is no correlation with the complaint failure mode. Scrap: a173 (pits). The expiry date for this lot was 31-dec-2024. There was 1 ncs associated with this lot. Nr-(B)(4) ¿ drag bowls validation documentation error. This nc relates to the drag process in the femoral value stream. In the validation documentation a table from the suppliers with recommended parameters was inverted. This nc does not relate to the failure mode of the complaint. The IFU ref was (B)(4). No reprocessing associated with this lot. Packaging seal test passed.